Event description:
Account states surgeon performed ovarian cyst procedure three days later and placed drain. Went to remove drain the next day and tip came off and lodged in pt. 2nd procedure performed the next day to remove broken portion, pt has recovered.